Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services (ts) provided troubleshooting options. Subsequently, this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field, additionally this product has been received for analysis. This report will be updated upon completion of analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services (ts) provided troubleshooting options. Subsequently, this device was explanted and replaced. No adverse patient effects were reported. Additional information was received stating this device was explanted due to safety mode. No additional adverse patient effects were reported.